Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was on a foley prior to evaluation. Patient was now cathing and stated that it was harder for them being that patient was on a wheelchair. Patient's spouse stated that it was frustrating to have to move patient to restroom to have to cath and urinate. Patient asked if they could go back to a foley. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.